Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger, serial # (B)(4), determined the connector was loose. Conclusion code refers to the ins and conclusion code refers to the desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the recharger was not charging. The connector pin had been loose since the last time she recharged, about 8 days prior to the report. At that time, the patient was still able to recharge, even though it was loose. Last night when the patient attempted to recharge, the recharger would not connect at all and her implantable neurostimulator (ins) was dead the next day. This issue occurred through product use indications for use includes multiple back operations and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.